Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was experiencing low and out of range pacing impedance. The ra lead was capped and replaced with an alternate ra lead on (B)(6) 2023. The patient's condition was stable.